Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed fromtubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 28/sep/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: this investigation has been updated because the malfunction code changed fromtubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 02/oct/2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/mar/2026 against "lot number" "5413178" and similar malfunction codes leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 5413178 and the identified failure mode are not associated with any non-conformance report(ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 04/mar/2026 against "lot number" criteria equal "5413178" and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaint number is complaint (B)(4). DHR review: the lot 5413178 was manufactured according to wi- version 73.0 and manufactured in the m12, on 23/jan/2023 with a total of (B)(4) units. The sub-assembly: assembly: lot 5414421 was manufactured according to the wi version 25 and assembled in the quickset line, on 19/jan/2023, with a total of (B)(4) units. Lot 5414422 was manufactured according to the wi version 25 and assembled in the quickset line, on 23/jan/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing lot 5411012 was manufactured according to the wi version 37 and manufactured in the machine mp08, mp05, mp04, on 07/jan/2023, with a total of (B)(4) units. Lot 5414417 was manufactured according to the wi version 37 and manufactured in the machine mp08, mp05, mp04, on 21/jan/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-(monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was tubing connector. The infusion set was in use for three day. No further information available.